Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On (B)(6) 2010, she started using o.b. Ultra absorbency tampons, vaginally, every two to three hours for menstruation (lot number 1120m8077 and expiration date unspecified). Whenever she used the tampon, it fell apart inside her vagina. After thirty one days, she felt that lint left inside after use of tampon. She stated that she had used this device in the past for ten years. She did not use the device further. She removed part of the tampons she was able to feel and reach inside her body. She also stated that she had used around fifty tampons. The outcome of the event was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. The data for these complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case.